Event description:
It was reported by the rep that the (1) tx30b was used during an appendectomy procedure. It was reported by the surgeon that the instrument was fired and only released a few staples. The case was completed with another device and with no patient consequence.